Event description:
It was reported that suture placement was attempted with a proglide device in the left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. The arteriotomy was 6fr and during the aaa procedure the sheath was upsized to a 16fr sheath. Reportedly, a cuff miss occurred. A second proglide device was used for successful suture placement. The aaa procedure was completed and hemostasis was achieved with the sutures of the second proglide device. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and being established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. The perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8 fr, at least two devices and the pre-close technique are required. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.